Event description:
During analysis of a returned lead a lead fracture was observed. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. There was no allegation reported against lead functionality while it was implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The reported event was confirmed for fractured lead. As received, a microscopic inspection of the returned lead was found a kink on the outer tubing and all internal wires were broken 18.5cm from stim end. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.